Event description:
It has been reported to philips that the host pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the equipment will not boot, no monitors showing anything. During troubleshooting, fse found issue with bios battery and replaced bios battery in the host pc for proper functioning. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.